Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction. H6: event problem and evaluation codes: correction- results code 104 was submitted on the initial medwatch. This is incorrect and should only reflect code 114.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "session has ended I have a new transmitter". Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.